Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 17-oct-2018. The returned battery cap was intact and without damage. With the returned cap securely on the pump, the pump powered on as evidenced by functioning audio tone and vibration; however, the display screen remained blank due to a damaged/cracked electronically erasable programable read-only memory component inside the pump. Investigation did not duplicate the alleged power issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump had a power (no power) issue. The reporter denied damage to the pump and battery cap and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.